Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to reset pump, load cartridge, and reconnect sensor, and after waiting to start new sensor session, pump no longer showed error and system was working as intended.